Event description:
It was reported that a diagnostic anomaly was observed on the device due to some functional atrial undersensing, which classified in the v-a rate branch. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.